Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown. During processing of this complaint, attempts were made to obtain complete patient, device and event information.

Event description:
It was reported that patient's ipg was inoperable. No additional information received at this time.